Event description:
It was reported that during a cysto urethral balloon dilatation procedure, a balloon rupture occurred. Upon removing the u2q/5-4/5.8/75 uromax ultra dilation balloon from the pt, they noticed that part of the balloon had come off inside the pt. The piece was "fished out" with an alligator forcep. The procedure was completed with another uromax ultra dilation balloon. No further pt complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.